Event description:
It was reported battery erosion through skin and a possible infection. System was explanted, but no replaced. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received clarified that the antibiotics that were given on (B)(6) 2012 were administered intravenously. The patient outcome was as 'on-going event.' If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that there was an infection at the right pocket. Fluid collection and purulent drainage were seen by the subject and cultures indicated a staphylococcus infection. The skin broke down over the right pulse generator at the right clavicle, and right ipg erosion was reported. It was reported that the infection resulted in in-patient hospitalization from (B)(6) 2012. The ins and extension were explanted on (B)(6), and it was reported that the right ipg erosion resolved on this day. The patient was treated with vancomycin, cefepime, rifampin and cefazolin on (B)(6) and vancomycin again on (B)(6). It was later reported that patient experienced irritation at the PICC insertion site in the left upper extremity. The PICC line was warm to touch, itchy, crusty, there was a milky drainage, and there was an erythema. It was noted that the site was not tender. A new PICC line was inserted in the right upper extremity, and placement was corrected and confirmed by x-ray. The outcome regarding this event was reported as resolved without sequelae as of (B)(6) 2012 and the outcome regarding the original infection was reported as resolved without sequelae as of (B)(6). It was later reported that the patient experienced an infection with skin breakdown and red irritation over the right clavicle. A gram stain revealed gram-positive cocci and pus was expressed from right side wound. It was noted that the patient was experiencing occasional night sweats, particularly over the scalp. The patient was hospitalized from (B)(6), and the lead and distal end of the extension were explanted on (B)(6). It was noted that the patient was treated with vancomycin. It was also reported that the patient experienced worsening depression, including feeling down, ruminating more, feeling guilty, feeling discouraged, having to push to keep working, and feeling sad effect for the past two weeks. It was noted that the right side ins had already been explanted, and the left side was depleted, but could not be replaced due to the infection issues.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3550-09, product type accessory; product ID 3391s-40, lot# v159369, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3391s-40, lot# v159369, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6), product type extension, product ID 3550-09, product type accessory, product ID 3391s-40, lot# v159369, implanted: 2009 (B)(6), product type lead. (B)(4). Analysis of the plug found no anomaly. Analysis of the implantable neurostimulator (ins) found it was not in new condition. Analysis of the extension found it was segmented. Extension was cut through body.